Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the lad was treated with one resolute integrity stent. Approximately 10 months post index procedure the p atient was treated with stenting of the cx. Approximately 13 months post index procedure, the patient suffered acute gi bleed. The patient was on dapt 24 hours of the event and was treated with a change in medication. The investigator and sponsor assessed the event as to related to the index device and casuals to the anti-platelet medication. The patient recovered.